Event description:
It was reported that the patient was unable to adjust their stimulation. They saw a call your doctor icon. A power on reset (por) message was present and was cleared. It was an informational por. The patient noted that they last charged their device 2.5 weeks prior to the report. The patient noted that they had not let their device get below half charged. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).